Manufacturer narrative:
(B)(4): the analysis results found that the cb12lt device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the cb12lt device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date unk, manufacturing date unk.

Event description:
It was reported that during a gastric bypass procedure, there was continuous leakage with the device. The pressure goes down from 15mm hg to 8mm hg during stapling in the procedure, this happens with both sleeves and without extra pressure or torque on the sleeves. There were no adverse consequences for the patient. It is unknown how the procedure was completed.